Event description:
It was reported by a stryker service tech, that the customer alleged that the foot end jack drifts down without weight on it. No pt involvement or adverse consequences are reported.